Event description:
Patient was revised to address metal on metal inducted osteolysis.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. X-rays and medical records were previously reviewed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reopen: received operative reports. Update: the devices and medical records were provided for examination. Update rec'd 9/7/2012- pfs and medical records received. After review of operative note, osteolyis was confirmed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 02/25/2014.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/4/16 medical records received. After review of the medical records for MDR reportability, the medical records reported metallosis and synovitis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions.